Manufacturer narrative:
Concomitant medical product(s): product ID: 8598a, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8598a, serial/lot #: (B)(4), ubd: 16-aug-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient who was receiving 1000 mcg/ml fentanyl at 99.9 mcg/day and 10.0 mg/ml bupivacaine at 0.99 mg/day via an implantable pump for non-malignant pain and radiculopathy. It was reported that the patient had gone in for a spinal headache after the implant surgery on (B)(6) 2018. During the blood patch it was noted that the catheter was not in the intrathecal space under x-ray. A dye study on (B)(6) 2018 was unsuccessful. On (B)(6) 2018, surgery was performed. The catheter anchor was cut and opened up. The catheter slid out of the space and a new tip was placed. It was noted the catheter access port was then successfully aspirated. It was reported that the patient was lifting chairs in his dining room after surgery. The issue was resolved and the patient's status was noted to be "alive - no injury. No further issues were reported or anticipated.

Manufacturer narrative:
Device analysis found no significant anomalies. Concomitant medical products: product ID: 8598a, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: catheter. Pro duct ID: 8596sc, serial# (B)(4), product type: catheter. If information is provided in the future, a supplemental report will be issued.